Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that two or three clips were not found during a radiological check. It was reported that the pt developed peritonitis.